Manufacturer narrative:
The explanted device was returned to the manufacturer for evaluation and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the device analysis is completed.

Event description:
The pt was implanted with a left ventricular assist device. Approximately 7 days post implant, the vad coordinator reported that the pt became tachycardic, had shortness of breath and chest tightening. A computed tomography (CT) scan was performed and the results indicated that the pt was positive for a pulmonary embolism (pe). Other testing included "hypocoaguable state" labs which were reported as being negative. Seven days later, power spikes were noted and an echocardiogram (echo) showed a clot in the inflow cannula. The pt was transferred to the ICU and heparin as well as milrinone was started. Further testing included "heparin induced thrombocytopenia" which was also negative. The pt's speed was gradually increased and repeat echo's were conducted over the course of the next few days. The echo's showed no change, and a decision was made to exchange the device.